Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was impacted, however the exact value was not provided. Reportedly, the customer was able to load a new cartridge successfully each time, and had manual injections available to address the bg level and as alternate insulin therapy.